Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A complaint history review concluded this was an isolated event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately and there were no indications to suggest the anticipated risk is not adequate. No relevant supporting clinical information has been provided to assist with a clinical investigation. Per case details, the broken tip was retrieved from the patient. The patient's current condition is unknown and the patient impact beyond the reported events could not be determined based on the limited information provided. Therefore, based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. A visual inspection revealed the device was returned in outside its original packaging. The broken distal tip was returned in a separate container. The break occurred at the joint where the pick curved in 65 degrees. Indications of blunt force were observed on the bottom of a handle, which appeared most likely to have occurred by the use of a hammer. It was determined the device did not contribute to the reported event. The complaint was confirmed and the root cause associated with an unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that a mto ferkel microfracture pick 65 was put into the ankle for a micro fracture, bone was soft, so it was easily introduced with minimal force (no hammer needed). On removal from bone the tip of the device broke off inside of the patient. All pieces were recovered requiring extra incisions and x-rays. Procedure was completed using a back-up device. A significant delay (greater than 30min) was reported. No other complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a mto ferkel microfracture pick 65 was put into the ankle for a micro fracture, bone was soft, so it was easily introduced with minimal force, no hammer needed. On removal from bone the tip of the device broke off inside of the patient. All pieces were recovered requiring extra incisions and x-rays. A delay greater than 30min was reported. No other complications were reported.